Event description:
Changed original pump for recertification. Pt received new kangaroo 224 pump and pt's care giver tried to put a new set on pump and run. Pump repeatedly said "no set". Care giver tried another set on the pump and the pump read the same. Facility sent out another pump to the pt on 1/19/99 and no problem has been reported.